Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. There were no visual indications of dried fluid within the cassette compartment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during power up. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The nurse confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing manual pd therapy without the cycler. They said the patient would use the capd supplies to complete pd therapy. Multiple attempts were made to obtain additional information, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.